Event description:
The company was made aware that a surgery was performed to reposition the pt's device due to electrode migration. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.